Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left ventricular (lv) was noted to have noise and the lv lead end was unable to slip into the connector. The lv lead was removed and replaced. The patient was in stable condition.